Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for calf pain, vascular deep vein thrombosis - left. Event is serious and is considered moderate. Event is not related to device and possibly related to procedure. Date of implant: (B)(6) 2022 ;date of event: (B)(6) 2022. Treatment: oral medication eliquis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received, indicated that "on 07 jan 2022, the patient had a left cemented arthroplasty to address primary osteoarthritis, end-stage, bilateral knees. Depuy components, including depuy patella and depuy cement x1 for each side were used. On (B)(6) 2022, us doppler impression notes, a dvt in the peroneal vein. Doctors phone call notes, that the patient had calf pain. (B)(6) 2022 patient is doing well".

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.